Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump was alarming no flow out. They also stated that the pump wasn't delivering and wasn't alarming. Mmdg did follow up with the initial reporter, however, the initial reporter did not provide any additional information. (B)(4).